Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a rigiflex balloon was used during an esophageal dilatation procedure performed on (B)(6) 2017. According to the complainant, prior to the procedure, the guidewire was noted to be stored inside the hoop packaging in the opposite direction as the proximal end of the guidewire was inserted first into the hoop. The physician removed the guidewire completely from the hoop, and the procedure was completed with this device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and without any injury.